Event description:
There was an allegation of a display issue with the coaguchek xs meter. The patient confirmed the batteries were changed prior to reporting the display issue. The patient reportedly was reviewing the meter's memory and the result could be 2.1 inr, but the top section is missing. It was reported the meter's battery compartment was clean and dry and the strip guide was clean. The patient allegedly performed a display check and reported the meter's result field looked like three zeros with a dash above each digit. It was reported the time and date were missing segments and looked like zeros. The patient verified the strip icon, battery, inr, code, memory, error, set, beeper icon, and hourglass could be seen.

Manufacturer narrative:
The meter was requested for investigation. Replacement product was sent. The investigation is ongoing. Occupation is patient/consumer.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the circuit board was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.